Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturing representative that the patient had occipital nerve stimulation. The patient had a four pole electrode connected to an implantable neurostimulator (ins) located in the abdomen. Since about 5 weeks prior to report, the effect ceased to work. However they were able to charge regularly and get in contact with the batteries. Impedances were measured as normal. They increased to 10.5 volts on program a without paresthesia or discomfort. They put it on program b and tested up to 10.5 volts without effect on any setting. They could not explain the discontinued effect.